Event description:
Complainant alleged that while defibrillating a patient the device discharged three times appropriately. However, on the fourth attempt to discharge, the device displayed a "pacer fault 117" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.